Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was in the high 200s mg/dl. A system check was performed and the occlusion appeared to be within the infusion set tubing; however, the customer stated that the consistency of the insulin appeared to have changed. The customer was to change the cartridge and infusion set. A correction bolus was to be delivered to address the bg level.